Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the non-tandem infusion set cannula was bent. Reportedly, the customer experienced elevated blood glucose (bg) levels in the 500's-600's (mg/dl) with ketones, which was addressed with manual injections. At the time of the reported event, the customer's bg level was in the 130's (mg/dl), and the customer was feeling "fine". Although requested, the customer was unable to provide the infusion set information.